Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower user indicated the issue was related to device syncing. The pharmacy was unable to complete their activities until the syncing issue was resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.